Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number 0112650, lot number 43iqd241, was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.be a reported device explant at this time.

Event description:
The following was alleged by the patient's attorney: (B)(6)2007: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number (B)(4), lot number 43iqd241, was implanted to repair the hernia defect. (B)(6)2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.be a reported device explant at this time. Addendum per additional information provided: (B)(6)2007 - patient was diagnosed with reducible large direct right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was identified at the region of the pubic tubercle. The sac was then sharply opened, contents were reduced. Then a bard flat mesh was prepared in a keyhole fashion and affixed medially to the pubic tubercle using sutures.¿ (B)(6)2011 - patient was diagnosed with recurrent indirect right incarcerated inguinal and a femoral hernia thereby underwent open repair. Per operative notes, ¿dissected the incarcerated inguinal hernia and reduced the femoral hernia containing omentum. Then a synthetic mesh plug was placed and sutured.¿ (note: there was no visualization/mention of bard flat mesh during the repair). Attorney alleges that the patient had pain, hernia recurrence, bowel obstruction and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.